Event description:
It was reported that on (B)(6) 2024, the pedicle screw broke pedicle during final tightening. There was a surgical delay of 45 minutes. Intra-op CT with screw replacement was performed when the event occurred. As other medical intervention, intra-op CT with o-arm was performed. It was unknown if there was any patient consequences/outcome.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2024-02878 is no longer considered reportable at this time as the event will be reported by the legal manufacturer. No further follow-ups will be sent under mrn 1526439-2024-02878.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. Depuy is not the manufacturer or supplier of this product. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.